Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found a leak from the biopsy channel, evis image error e204-no lta (long tail actuator) focus (manipulated insertion tube), loose play on the up/down and right/ left control knobs, chips and scratches on the distal end plastic cover, tiny chips and scratches on the objective lens, tiny chips and old glue on the light guide lens, crack in the bending section cover glue, cut on the insertion tube boot, air/water supply was ok after nozzle had been removed, and minor buckles and scratches on the light guide tube. The investigation is ongoing and follow-up is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited a clogged nozzle. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6 and h10 corrected fields: g2 a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is like that the event reported as "foreign material" was caused by foreign material remained in the nozzle since the reprocessing was not completed due to leakage at the biopsy channel. The event can be detected/prevented by following the instructions for use which state: IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.